Event description:
The manufacturer was notified on (B)(4) 2016 of the following: the perceval valve was implanted in a patient with stj diameter of 24 mm and aortic annulus of 20mm with a heavily calcified aortic annulus and aortic root. Decalcification of the annulus was performed before the implant. The perceval was collapsed successfully on the first attempt. Upon deployment, it was noticed that the straight commissural struts were not lined up with the commissures and the right coronary was blocked by the straight commissural strut. The valve was removed, collapsed and implanted for the second time. The same issue occured and was removed for the second time. The valve was collapsed and implanted for the third time. There was no visible annulus above or below, however, the leaflets did not coapt appropriately and two of the leaflets coapted appropriately and the third leaflet appeared to be higher and did not coapt as the other leaflets. There was still calcium observed in the annulus. The valve was removed for the third time and a stented valve was implanted instead. Bypass time for the three valve implantations and explantations was 80 minutes total until the start of the sutured valve implantation.

Manufacturer narrative:
The device is not available for return. The complete manufacturing and material records for the perceval s heart valve, model icv1209, s/n (B)(4), were pulled and reviewed by quality control at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model icv1209) perceval s heart valve at the time of manufacture and release.